Event description:
It was reported that a health care professional (hcp) contacted technical services (ts) with programming questions for optimization of biv pacing. It was reported that the patient used to be in atrial fibrillation (af) a lot and the device has been programmed vvir as a result. Technical services (ts) discussed programming options. Additionally, it was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead insulation issue was suspected. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that a health care professional (hcp) contacted technical services (ts) with programming questions for optimization of biv pacing. It was reported that the patient used to be in atrial fibrillation (af) a lot and the device has been programmed vvir as a result. Technical services (ts) discussed programming options. Additionally, it was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead insulation issue was suspected. No adverse patient effects were reported. This device remains in service. A couple of years later, a call was received mentioning that the high, out of range pacing impedances continued to be observed. Also, the qrs wave appeared with an unstable morphology. Also, inappropriate anti-tachycardia pacing (atp) appears to have been delivered in an unsuccessful manner. Programming options were recommended. The ra lead and the cardiac resynchronization therapy defibrillator remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.